Manufacturer narrative:
Product ID 977a275, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97791, serial# unknown; product type accessory product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient product ID 977a275, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 977a275, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97791, serial# unknown; product type accessory. (B)(4). Analysis of the implantable neurostimulator (nmd704187h) found no significant anomaly and had reduced capacity due to an overdischarge. Analysis of the lead ((B)(4)) found no significant anomaly and was cut through and segmented. Analysis of the lead (va0bs61044) found no significant anomaly and was cut through and segmented. Analysis of the anchor found no anomaly.

Event description:
It was reported that the patient¿s "body was rejecting the system.¿ after a generator placement revision, the patient was not getting the same stimulation coverage. It was noted that the implantable neurostimulator (ins), both leads and anchor were explanted on 2014 (B)(6). It was noted that there was no patient death and no patient injury. The patient status after the device was removed as ¿recovered without sequela.¿ it was further reported that there was a revision done on 2014 (B)(6). It was noted that the patient never mentioned what actually happened that led the patient to believe that their body rejected the system. It was noted that the patient just wanted the system out. No diagnosis was done so no cause of loss of stimulation/body rejecting the system could be accomplished.